Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced because the lead pushed forward and went through the nerve. The date of the replacement was unknown. Follow-up information was received that indicated the patient had no further concerns with their device or therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product typ recharger product ID 37083-20, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, product typ extension product ID 37083-20, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, product typ extension product ID 3093-33, lot# v476646, implanted: 2010-(B)(6), explanted: na, product typ lead product ID 3093-28 lot# v503604 implanted: 2010-(B)(6), explanted: na, product typ lead concomitant system: product ID 3058, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, product typ implantable neurostimulator product ID 3093-28, lot# v172100, implanted: 2008-(B)(6), explanted: na, product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).